Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent upon completion of investigation if device is received.

Event description:
According to the reporter, after loading the reload onto the handle, the device was inserted through the trocar and the surgeon pushed the silver toggle to open the jaws, however the jaws did not open. The status indicator was illuminated blue and the handle symbol was flashing green. A new device was opened to complete the case. No injury or adverse event was reported.